Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. Section h6 was done, based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested. And product will be evaluated after receipt. In case any new or additional information will be gained from this investigation, a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported, that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received. Adding concomitant medical product - ank impl a11 d3,5 mm/l11 mm 31010010. This is a follow up report for this additional information. Device received for this event is being corrected from ank impl a11 d3,5 mm/l11 mm catalog # 31010010 to unknown ankylos abutment catalog # unk ankylos abutment. This is a follow up report for this corrected information.